Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has audio issues. The customer¿s blood glucose during the incident was 8.7 mmol/l. Troubleshooting was performed and audio issue was confirmed during the call. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will not be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify audio anomaly due to critical pump error (open book image) alarm.